Event description:
The customer woke up sweating and used the suspect device to check the blood glucose and obtained a result in the 400's mg/dl. They increased the insulin dosage and then felt weaker. Paramedics were called and they checked the glucose and the level was in the 40's. Customer was treated with an IV and instructed to eat. Controls were used on the system and the values were out of range. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.